Event description:
The patient arrived to the CT department for a rapid stroke CT in siemens scanner h. Unsuccessful cta/ctp due to machine malfunction and patient IV infiltrate. Machine malfunction because protocol was adjusted and subsequent CT scan was not completed as planned due to software issue.